Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including internal inspection, bench handling, calibration testing and functional stress testing without duplicating the report. The smart pneumatic board was replaced as a precaution. The device was recertified and returned to the customer. The patient circuit was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.